Manufacturer narrative:
The investigation determined the sample was within the reference range. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys ft3 iii (ft3 iii), elecsys ft4 iii and tsh on a cobas e801 module compared to the siemens advia method. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The initial ft3 iii result from the e801 module was 18.00 pmol/l. The repeat result from the siemens method was 5.2 pmol/l. The initial tsh result from the e801 module was 1.55 mu/l. The repeat result from the siemens method was 3.11 mu/l. The initial ft4 iii result from the e801 module was 16.3 pmol/l. The repeat result from the siemens method was 13.4 pmol/l. The initial results from the e801 module were reported outside of the laboratory where the endocrinologist questioned them as the thyroid tests were part of a routine screening and there was no suspicion of disease. The customer suspects an interference affecting the ft3 iii results. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).